Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient extension line was connected after prime which is known to be able to cause this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed prior to connecting. It also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed to cycle the power on the hc in order to clear the alarm. During the troubleshooting, it was determined that the hp was using patient extension lines that they connected after priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.